Manufacturer narrative:
This report is based on information provided by the service center. Vlft10gen was received for evaluation. His device has been used in the treatment or diagnosis of a patient. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when product vlft10gen was in use, the hand piece was plugged into monopolar 1 and found that no output was being given. The unit was then plugged into the monopolar 2 slot and the lead set on fire and burnt right through the cable. Non medtronic hand pieces that were used were a cable product and a laparoscopic attachment. The local medical engineer suspects the cable was shorted. No injury to anyone involved in the event. No additional information was provided.